Event description:
The patient was implanted with a contour spectrum post-operatively adjustable mammary prosthesis on 1/22/97. Subsequently, the patient experienced a deflation of the device and an infection. The device was removed on 6/9/99.